Manufacturer narrative:
Concomitant products: pedicle screw instrumentation (implant (B)(6) 2007; explant (B)(6) 2010). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with severe lumbar radiculopathy and possible peripheral neuropathy in 2007. Patient had developed recurrent lateral recessed stenosis with severe foraminal narrowing. The patient underwent a redo lumbar decompression with transforaminal lumbar interbody fusion with rhbmp-2/acs at l4-5 on the right; percutaneous pedicle screw fixation at l4-5. Per the op notes, ¿significant scar tissue was present along the lateral recess in both the l4 and l5 roots.¿ no complications were reported. On (B)(6) 2009: patient presented with l4-5 lumbar radiculopathy spur, status post l4-5 tlif and pedicle screw fusion. Patient underwent a minimally invasive resection of right sided l4-5 spur.. Per the op notes, ¿a very prominent spur just lateral to the l5 root was identified.¿ the spur was shaved and root was freed. ¿the spur appeared to be significantly larger than the cat scan¿indicated¿.several months ago.¿ no complications were reported. On (B)(6) 2010: patient presented with cervical radiculopathy and myelopathy, and axonal peripheral neuropathy. Patient underwent anterior cervical discectomy and fusion at c3-4, c4-5, c5-6, and c6-7. No complications were reported. On (B)(6) 2010: patient presented status post remote l4-5 decompression and fusion. Patient now has stenosis at l3-4. Patient underwent redo laminectomy l3 and removal of hardware l4-5; as well as left l3-4 transforaminal lumbar interbody fusion with rhbmp-2/acs and pedicle screw fusion from l3 to l5. Per the op notes, ¿thick scar tissue was present throughout the thecal sac especially to the left side. The scar tissue was freed and the dura identified both along the l3 and l4 roots.¿